Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The inspection of the device by olympus service operation repair center (sorc) confirmed that there was no abnormality in the appearance. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by foreign matter such as dust on the gpu (graphics processing unit) fan or accidental failure of the gpu. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that an error (e116) occurred during a procedure. The device was used in combination with a olympus camera head (B)(4). The error was resolved and the customer completed the procedure without replacing the device. Then, olympus medical systems corp. (Omsc) inspected the device and found that the reported event was reproduced. And it was also found that an error (e117) occurred. There was no report of patient injury associated with this event.